Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The barewire guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left superficial femoral artery with no reported tortuosity or calcification. The filter of a large emboshield nav6 embolic protection system (eps) was deployed onto a 315 barewire guide wire. Following the successful deployment of an unspecified stent, the recovery catheter for the eps was advanced to recapture the filter; however, resistance of an unknown cause was met. Prior to attempting to recapture the filter, the tip of the guide wire separated resulting in the filter detaching. The filter and separated guide wire tip were retrieved via a snare device. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system instruction for use, states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The reported violation of the IFU did not contribute to the reported barewire tip and filter separation/detachment. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during the procedure the barewire became kinked causing the reported resistance. Manipulation and/or inadvertent mishandling of the eps against resistance likely caused the barewire tip and filter separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device